Event description:
During an endoscopic metal stent placement, the physician used a cook zilver expandable metal biliary stent system. The metal stent deployed in the common bile duct. After deployment while trying to remove the introducer, the introducer got stuck on the stent. The introducer kinked but they removed it. The stent was successfully deployed. The only section of the device that remained inside the pt's body is the implanted stent. The pt did not require any additional procedures due to this occurrence. Accordance to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned portion could not confirm the report due to the condition of the returned device. Approx 4.7cm of the distal end of the introducer was returned and the stent was not available for eval. Without the stent to evaluate, we are unable to conduct a full product eval. It appears that the section returned was cut. During a visual examination a small bend was noticed approx 2.5cm from the distal end of the returned section. No other damage was noticed to the section returned. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because of the condition of the returned device the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Resistance during stent delivery sys removal can occur if the stent is placed in a severe stricture. A caution located in the device instructions for use advises the user to avert stent placement if a wire guide will not advance through the stricture. Prior to distribution, all zilver expandable metal biliary stent sys are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.